Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burts. No complications were reported, and patient is stable during the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).